Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath in the right common femoral artery). The patient developed symptoms of arterial occlusion, including loss of pulses, molding, and blueness immediately after the deployment. An angiogram was done of the leg, and the occlusion was treated with thrombolytic therapy and pta. The event was resolved and the patient was fine.